Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 500 mg/dl. The patient was vomiting and had ketones at 3.8. For treatment, the patient was intravenous (IV) insulin, anti-nausea medication, potassium magnesium and 4 bags of electrolyte fluids. The pod was worn between 4 and 24 hours on the arm. The patient was discharged after 1.5 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The download data showed no time outs or drive stalls. An 0x33 alarm was generated indicating that the pod timed out while waiting for an input from the user. The device was reset & paired with a master pdm. A 5 unit bolus was successfully delivered. The rerun data did not reproduce the alarm. However, timeouts were seen in the rerun data. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended. Inspection of the needle mechanism and drive mechanism found no issues. The pod was found to function as intended with no evidence of any damages or manufacturing malfunctions that would result in the device failing to deliver insulin.